Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator, right ventricular lead, and right atrial lead was explanted due to an infection. Infection was believed to be procedure related. Erosion of the skin led to pocket degradation causing the header to be visible through the skin. The patient was stable.